Event description:
An optometrist reported that one month after bilateral lasik surgery, patient presented with dry eye. No additional treatments have been prescribed. This report references the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).